Event description:
A customer contacted beckman coulter (bec) reporting a minimal amount of liquid leaked from the unicel dxh 800 coulter cellular analysis system. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2013 to evaluate the instrument. The fse noted dried blood on surface of the system transport module (stm), likely leaked down from the aspiration probe as the laboratory noted. The fse ran daily check and several tubes but not able to replicate the issue. The fse removed the wash block and noted that the wash and vacuum inlet tubes were possibly loose and leaking from back of wash block. The fse replaced the block and calibrated / aligned to probe. The fse also ran multiple tubes and controls. No leaks or issues noted. The leak was still evident later that day. The customer indicated that the probe was leaking onto the top of the tubes and tube racks. The fse arrived back on-site and was still unable to replicate issue. The fse troubleshot the entire system and checked multiple valve components which all operated as intended. The fse flushed the waste line from the wash block through the probe waste valve (vl341) to the probe waste chamber. The fse replaced the vl341 as the most likely cause of the leak by not allowing vacuum to draw liquid waste back to waste chamber. The fse again ran multiple tubes and all controls. The fse confirmed that the device operated as intended. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).